Event description:
On march 20, 2008, the lay-user/pt contacted lifescan alleging that a one touch ultrasmart (otus) meter was reading inaccurately high. The pt tests his blood glucose 3 times a day. The pt manages his diabetes with pill, dieting and exercise. The pt indicated that the alleged meter issue started in 2007, at 2:30 pm. The pt reportedly obtained a blood glucose result of "511 mg/dl" using the reported otus meter. At that time, the pt had used a test strip that expired in the year 2005. After testing with the reported device, the pt retested an unk time later using a one touch ultra (otu) meter and got a result in the "300 mg/dl" range. It is not clear as to whether the pt used expired test strips when the otu meter was used. As a result of the alleged meter issue, the pt administered self-care by taking an increased dose of metformin. The pt received assistance/advice from an unidentified health care professional (hcp) reportedly on the same date/time the alleged meter issue began. The pt was advised to add 5 mg of glipizide to his normal regimen. During the time of concern, the pt developed symptoms of nausea, vomiting, sweating, and dizziness. It would have been helpful to know the following info: what date/time the symptoms developed, what actions the pt took before and after the symptoms started, and what date/time the pt tested on the otu meter. In addition, it would have been helpful to know what date(s)/time(s) the pt increased his dosage of metformin, the details of his diabetes mgmt regimen, how long he was using expired test strips, and what readings he got before and during the time he was symptomatic. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed, that he developed symptoms that can be associated with severe hypoglycemia during the time of concern. It is not clear as to what date/time the symptoms developed in relation to when the alleged meter inaccuracy began. The medical affairs specialist was unable to speak with the pt to verify and obtain info.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.